Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97755, serial# (B)(6), product type: recharger. H3. Analysis found that there was a recharge antenna failure, final test low reading is 0. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported that they have been having issues with charging their lumbar stimulator. Caller stated it was reading that the battery was empty and could not charge. Caller stated they removed and reinserted the battery and it showed that the controller was fully charged. Caller stated that now twice today the recharger paddle is getting so hot that it feels like it is burning them. Caller stated they had to remove the paddle from their skin before it got that bad (no allegation of patient harm). Agent did not ask about the circumstances that led to the reported issue. An email was sent to the repair department to replace the recharger. Caller requested to have 2 rechargers sent so they can have a backup. Agent reviewed we are not able to honor that request. Caller is worried that the implant will die before they receive the replacement. Caller mentioned they have a cervical stimulator and the recharger for that one so they will use it. The patient called back and said they had caller earlier and was going to get their recharger replaced due to it getting burning hot. Caller stated since they have 2 stimulators, they decided to try and charge with their other recharger. Caller noted they had been using the one recharger associated with the other case up until now. Caller stated when trying to charge with their other recharger, it keeps saying to reposition the recharger. Caller noted they would get to the screen where it says to find the highest number and wait 10 minutes, and even though the numbers were 100 it still would not connect. Agent had caller examine the equipment for damage. Caller noted no visible damage. Agent had caller connect the recharger and position the antenna over the relay box. Caller entered passive recharge mode and saw 100-100-100. Caller moved the antenna away from the relay box and still saw 100-100-100. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial: (B)(6). Product type: 0213-recharger; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: product ID: 97755, serial: (B)(6). Product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.